Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised unit shuts down with no alarm.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: compressor noisy and base fractured/cracked. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: compressor noisy and base fractured/cracked. Dealer advised unit shuts down with no alarm.